Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead which is known to cause lead removal difficulties. The cored out hole in the rv tip seal plug could account for the dried blood and body fluid in the rv tip connector block area which could also make it difficult to remove the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
--

Event description:
Boston scientific received information that during the explant of this pacemaker, the surgeon used cautery to poke a hole in the header to push the lead out. The device explanted for normal battery depletion (nbd), the leads remain in service. There were no adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.